Event description:
It was reported that the 9800 system made a popping noise followed by a blank screen during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and high voltage tank were replaced. The generator was calibrated was replaced during the service call. The system was tested and found to be working as intended, and put back into service.